Manufacturer narrative:
Upon further evaluation, service found the rubber cover was scratched, the rubber adhesive was chipped, switch #2 was scratched, and the bending angulation was lacking due to stretching of the angle wire. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device displayed no image. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed the image disappeared during angulation, and found it was due to damage of the imaging unit. Additionally, error code e216 (scope communication error) was displayed and found to be due to dirty electrical contacts on the video connector. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that when the image sensor cable was shaken, a blackout occurred and the image sensor cable was confirmed to be scratched. It is likely that disconnection or short circuit may have caused the event. The cause of the buckling of the image sensor cable likely occurred due to the state of the curved part. It is likely that the arrangement was temporarily disturbed by the application of stress from the outside, and the unexpected stress was applied to the cable. Olympus will continue to monitor field performance for this device.